Manufacturer narrative:
At the time of this report the returned device has not been received by beta bionics. The ilet logs were reviewed by beta bionics failure investigation department. Current engineering logs end on (B)(6) 2024 at 5:50am. The device has not been returned to have logs resynced. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was set to "off" on (B)(6) 2024 and all cgm alerts were set to "true" (on) on 2024-01-15. Body weight was not changed after initial setup on (B)(6) 2024. No specific date was given in the complaint description. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of low events (cgm glucose readings below 75mg/dl) was conducted. No evidence of device malfunction was found in the engineering logs. There were no specific event dates provided in the complaint description and the current engineering logs end on (B)(6) 2024 with low events (cgm glucose below 75mg/dl.) Were reviewed in the logs with no signs of the ilet attempting to deliver insulin during the events. The ilet did not resume delivery attempts until after cgm glucose was at least 80mg/dl and not decreasing. The ilet appropriately triggered alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the limited information available, an assignable cause cannot be determined at this time as we do not have specific dates, additional details for the reported events and the device has not been returned. However, the volume being set to off may have limited the user's ability to respond to hypoglycemia and may have contributed to them feeling as if the hypoglycemia came on suddenly. The user ultimately determined the ilet was not a good fit for them, has discontinued the ilet and is returning the device. We are submitting this MDR based on the report of one instance where the user's friend administered the glucagon injection for her. However, due to the limited information provided, we are unable to confirm whether the event actually meets the definition of severe hypoglycemia requiring assistance but are submitting this MDR assuming it did.

Event description:
On 2/23/24 the ilet user reported having 6 separate low blood glucose (bg) events. The user was unable to provide specific dates for each event the user denied any loss of consciousness or seizure during the low bg events. The user reported that she was able to give herself a glucagon injection for each event except for one event. They reported having their friend give them a glucagon injection for one low bg event the user stated the low bg events "came out of nowhere" and that "nothing out of the ordinary" had occurred. Beta bionics has attempted to conduct multiple follow up attempts with the user to obtain additional information about the events reported including the one instance where the user reported having her friend administer the glucagon injection for them. The user has not responded to these inquiries. The user has discontinued using the ilet and will be returning the device.